Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window product advisory population, declared elective replacement indicator (eri) after approximately 53 months of implant. Concern was expressed that the device may not have met longevity expectations. The device was later explanted and returned to boston scientific for analysis. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This event will be updated if any additional information becomes available.